Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log files confirmed driveline communication fault alarms due to a loss of communication in both the a and b lines; however, a direct cause for the reported event could not be conclusively determined through this evaluation. The onset of the observed driveline communication fault alarms was captured under MFR # 2916596-2017-02314 and MFR # 2916596-2019-01412. There did not appear to be further progression of the issue. The submitted controller event log file contained data from (B)(6) 2021 to (B)(6) 2021. The log file captured a persistent loss of communication alarm throughout the log file. As a result, the log file did not capture pump speed, flow, pi, or other pump information; however, the power operated between a normal power consumption range indicating that the pump was running throughout the log file. The controller periodic log file contained data from (B)(6) 2021 to (B)(6) 2021. The log file also captured persistent loss of communication alarms throughout the log file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on ventricular assist device (vad) support. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 20jun2016. The heartmate 3 lvas IFU, rev. C., and the heartmate 3 lvas patient handbook, rev. C., are currently available. Section 7 of the heartmate 3 lvas IFU, ¿alarms and troubleshooting¿, and section 5 of the heartmate 3 patient handbook, ¿alarms and troubleshooting¿, address all system alarm conditions, including the driveline communication fault, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the heartmate 3 patient handbook, ¿handling emergencies¿, lists examples of emergencies, including the driveline communication fault, and the recommended actions associated with each. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4).

Event description:
It was reported that an analysis of the patient's log file revealed loss of lvad communication and was showing both communication a and communication b faults. There were no other events seen within the log files.